Manufacturer narrative:
Concomitant medical products: 900sfc26, heart ring, implanted: (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high, undefined pacing impedance measurements on all vectors containing the lv ring. It was determined that none of the vectors containing the lv ring were in use, and the vector that the lv lead was programmed to exhibited appropriate impedances. The lv lead remains in use. No patient complications have been reported as a result of this event.